Manufacturer narrative:
This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-eval of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00943. The pt (B)(6) received an scs system including an ipg and two percutaneous leads placed in the occipital region (off label location) for chronic headaches on (B)(6) 2010. It was reported that the pt was unable to increase the amplitude for this stimulation. In addition, the pt alleges that the recharge burden for his ipg has increased and that the therapy he receives does not adequately address his pain. Efforts to obtain optimal stimulation for the pt via reprogramming have been unsuccessful thus far. A diagnostic test was taken which revealed an invalid impedance measurement for one lead contact. Info regarding the pt's current health status or specifics on any add'l intervention undertaken in this matter have not been provided to the MFR.